Event description:
Customer reported the left vertical handle stitching became undone during transfer. The customer reported this happened while transferring a pt but did not provide a date when this occurred. No pt injury reported.

Manufacturer narrative:
Product was requested to be returned for eval but has not been received. Note: instructions for use state: inspect before each use, check for broken stitches or parts, torn, cut or frayed material, or buckles that are cracked or broken and do not hold securely. Do not use soiled or damaged products. (B)(4).